Event description:
Laser was requested for stone manipulation in cysto bilateral retrograde possible right ureteroscopy and stent placement procedure. Upon turning unit on and ready, error code came up as "foot pedal." Staff then proceeded to ehl manipulation and the laser use was aborted and reported as failed.